Manufacturer narrative:
If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Contact lens.

Manufacturer narrative:
On 22dec2014 additional information was received from the pt. Providing contact information for the treating eye care professional (ecp). The pt reports discarding the product in question. On 23dec2014 the ecp provided the following information: the pt presented on (B)(6) 2014 and was diagnosed with keratitis, unspecified, with a 2mm infiltrate od. Treatment: vigamox 0.5% q2 hours x 1 day, then qid and ciloxin ointment @ hs. No cl wear. F/u (B)(6) 2014: keratitis resolving; non-ulcerated, non-infectious. Vigamox continued tid, ciloxin ointment @ hs and pred forte qid. F/u (B)(6) 2014: the antibiotic treatment was d/c. Pred forte continued bid x 1 week then d/c use. A scar was noted, notes do not state where the scar is located, but the ecp noted that the scar is not central. The pt was advised to call if any symptoms continued. If all was ok, the pt was advised he/she could return to cl wear. Pt has not returned to the ecp; no additional information is expected to be received. Serious reportable events are reviewed quarterly in franchise management review meetings. (B)(4). The treating eye care professional indicated that the pt diagnosis of keratitis was non-infectious.

Event description:
On (B)(6) 2014 our firm received a letter from a patient (pt) who advised ¿a box of acuvue oasys lenses that I purchased from a retail company. The brand new contacts came out of the case with small crescent shaped tears. I got a very painful, disruptive, and potentially dangerous eye infection as a result of the irritation caused by the torn contacts. I had to seek medical attention 3 times and was prescribed 3 different medications to heal the infection.¿ a call was placed to the patient on (B)(6) 2014 requesting a return call for additional information. On (B)(6) 2014, the pt called to report that he/she was diagnosed with a bacterial infection od in (B)(6) 2014 and reports that he/she was seen several times by an eye care professional (ecp). The pt states that he/she was treated with erythromycin ointment, but reports that the infection did not clear. The pt states that he/she returned to the ecp and was given an antibiotic drop (unknown name) q 2 hours (tapered) and an antibiotic ointment at night. The pt also advised that at an additional follow-up visit, he/she was given a steroid drop to use ¿several times a day.¿ the pt states that he/she has since then resumed contact lens (cl) wear, but he/she advised lens wear is for a ¿limited amount of time, 4 days a week 12 hours/day.¿ the pt advised that it is hard for the pt to wear glasses when she works outside. The pt advised that he/she did not remember the name of the infection and stated that the ecp discussed it was common for cl wear. The pt did not have the treating ecp¿s information, but advised that he/she will call back at a later time to give that additional information. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.